Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath appears to have ruptured on calcium, which then would not allow the sheath to re-collapse. The physician struggled with removing the sheath from the artery. The room was prepped in case the artery came out on the sheath. However, the sheath came out without complications. It is believed that after applying the nitro, the vessel was able to relax. Estimated blood loss was >250cc. The patient is stable. The outcome of the procedure was successful. Additional information was received on (B)(6) 2018: the patient was having an endovascular aneurysm repair (evar). There were no major issues with the insertion. The vessel was heavily calcified which caused the sheath to not enter smoothly. The only confirmation there is for believing the nitro helped relax the vessel would be that the sheath wouldn't budge before the nitro. Approximately 5 minutes after delivering nitro through the sheath and systemically, the sheath came out easier than anticipated.

Manufacturer narrative:
This report is being submitted as follow up no. 1. To provide the device return date and to provide the completed investigation results. In the initial report. One 24 fr solopath re-collapsible device was received for product evaluation. The sheath was returned with the balloon dilator, which was not inserted into the sheath. After decontamination, the returned components were subjected to visual analysis. Both the sheath and the dilator had a shallow "u" shape. There was a kink in the shaft of the balloon dilator approximately 4.5" from the proximal end of the balloon dilator, as measured with a sliding gauge. No other anomalies were noted with the dilator. Under visual examination, the sheath appeared partially collapsed as the distal tip. There were twisted sections of the sheath present. An inflation device filled with water was attached to the sheath re-collapsing port. As water was injected into the outer jacket, a leak was detected approximately 2.09" from the distal tip, as measured with a sliding gauge.microscopy revealed a tear in the outer jacket. Based on the returned device and the product evaluation, the complaint could be confirmed for a tear in the outer jacket. The exact cause of the tear could not be definitively determined based on the product evaluation. However, in the complaint description, the user indicates "sheath appears to have ruptured on calcium" and the patient's vessel was heavily calcified." During the difficulty entry into the artery, the outer jacket may have snagged on a calcium deposit causing the observed tear. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.